Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 25g 5/8in needle was blocked used bd pecision glide needle 25mg to give s/cut chemotherapy medication, needle did not allow medication to pass. Was required to change the needle to give patient the dose (at increased risk of needlestick injury & therefore also increased risk of cytotoxic exposure). Discussed with other nurses on shift, they reported similar experiences lately.

Event description:
Used bd pecision glide needle 25mg to give s/cut chemotherapy medication, needle did not allow medication to pass. Was required to change the needle to give patient the dose (at increased risk of needlestick injury & therefore also increased risk of cytotoxic exposure). Discussed with other nurses on shift, they reported similar experiences lately.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as all the representative samples passed visual inspection on clogged needle. The complaint will be re-opened and re-investigated when actual sample is received.